Event description:
It has been reported to philips that there was no power to any monitors and the monitor behind the screen was frozen. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to the main monitor. Main screens frozen in the control area. As part of the troubleshooting process, the suite pc has been ordered and installed. 3 pcs: flex vision, flex spot, and suite pc. Pdu control, switch pcb, and managed ethernet switch have been replaced. The software was reloaded and calibrated across the system. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.